Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The complaint was not confirmed for use error. This report of a check patient line alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted a baxter technical service representative (tsr) representative for assistance with a check patient line alarm on the homechoice machine (hc), which occurred during drain 6 of 6. The hp stated that there were small air bubbles in the patient line. The hp would use a manual bag to drain and refill. The tsr assisted the hp with ending therapy. The hp was unable to clear the alarm. The therapy was ended. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 the reported problem of air bubbles in the patient line. The pd rn was not aware of the problem. The pd rn stated that she would follow up with the home patient (hp) and re-educate them on proper therapy procedure. There was no injury or medical intervention reported.